Event description:
It was reported that the patient reported having a semi rigid penile implant approximately 30 years ago. A surgical procedure was performed in which the previous device was removed and replaced with a new inflatable penile prosthesis (ipp). No information about the patient's outcome was provided.